Event description:
This unsolicited case from united states was received on 30-nov-2017 from the other non health care professional. This case concerns a (B)(6) year female patient who received treatment with synvisc one injection and after unknown latency the patient experienced trouble walking, knee was very swollen and intense pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml, once (lot number: 7rsl022 and expiration date: not reported) for osteoarthritis knee pain in the right knee (supralateral). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced trouble walking, knee was very swollen and intense pain. Patient was instructed to take methylprednisolone dose pack and if pain continued call back on friday. Corrective treatment: methylprednisolone (medrol) dose pack for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 7rsl022 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl022 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 14-dec-17, there was only 1 complaint on file for lot 7rsl022: (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for all additional information was received on 15-dec-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-dec-2017: the additional information does not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced walking difficulty due to knee pain and swelling. The causal role of suspect product in occurrence of the event cannot be denied on the basis of temporal relationship and clinical course. However, due to lack of information regarding medical history, concurrent condition and past drug precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the other non health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced trouble walking, knee was very swollen and intense pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml, once (lot number: 7rsl022 and expiration date: not reported) for osteoarthritis knee pain in the right knee (supralateral). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced trouble walking, knee was very swollen and intense pain. Patient was instructed to take methylprednisolone dose pack and if pain continued call back on friday. Corrective treatment: methylprednisolone (medrol) dose pack for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all pharmacovigilance comment: sanofi company comment dated 8-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty due to knee pain and swelling. The causal role of suspect product in occurrence of the event cannot be denied on the basis of temporal relationship and clinical course. However, due to lack of information regarding medical history, concurrent condition and past drug precludes complete medical assessment of the case.